Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement and the smart coil may not advance within its introducer sheath. During functional testing, the smart coil was re-sheathed to its initial position without an issue. The smart coil was then advanced through its introducer sheath without an issue. Further evaluation revealed pusher assembly bends and kinks, and offset coil winds on the embolization. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra smart coils (smart coils), non-penumbra coils, and non-penumbra microcatheters. It was reported that the patient anatomy was moderately tortuous, and there were two loops in the access vessel. During the procedure, the physician implanted a coil in the target vessel with the first microcatheter. Subsequently, the physician inserted the introducer sheath of a smart coil into a new microcatheter. The smart coil was stuck at the initial position of the introducer sheath. Therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter, followed by 12 ruby coils, 10 non-penumbra coils, and a non-penumbra microcatheter. There was no report of an adverse effect to the patient.